Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the knee application. Case number: mps reported inaccurate cuts and reamer/impactor not lining up in haptics properly. Surgeon is requesting service. One of the cases had to bail to manual. Update: "the robot did not provide any visual warnings to the user."

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: fse reported: troubleshooting: none. Work performed: reported problem: inaccurate cuts + reamer/impactor not lining up in haptics properly observation : no issues were observed during visual inspection or testing. Action taken : performed testing per service manual. Also performed kinematic calibration on right side of robot. Verified system is in operation within mako tolerances and specification. Attached all supporting documentation. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1217 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened . Other text : field.

Event description:
This pi is for the knee application. Case number: mps reported inaccurate cuts and reamer/impactor not lining up in haptics properly. Surgeon is requesting service. One of the cases had to bail to manual. Update: "the robot did not provide any visual warnings to the user."